Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline device that failed to open in the distal section and encountered significant resistance in the middle of the phenom microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right c6 with a max diameter of 5.5mm and a 4.5mm neck diameter. The landing zone (artery size) was 4.12mm distal and 4.34mm proximal. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered with an unknown platelet reactivity units (pru) level. The angiographic result post procedure was both anteroposterior and lateral angiography were normal and with no hemorrhage or infarction observed. The access vessel was the femoral artery with a 6.8m vessel diameter. It was reported that during deployment, the stent was very difficult to advance and required significant force to reach the c7 segment, and it failed to open in the distal section upon deployment. The entire system was then removed from the patient's body. It was noted that the stent encountered resistance that occurred in the middle of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. There was no catheter damage or pushwire damage observed. The pipeline was not positioned in a bend. It was not specified if the pipeline was stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label). The catheter was flushed as indicated in the IFU.

Event description:
Additional information was received. The cause of the event was not determined. No causes or contributing factors for the significant resistance or failure to open were identified. The procedure was ultimately completed using stent and coil embolization.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.